Event description:
A report was received by the importer on 11 jul 2024 and forwarded to the manufacturer on 12 jul 2024. The report was received from a health system professional regarding a 42 year old female patient with a medical history of hypertension and end stage renal disease, stating the patient experienced coughing, chest tightness, and difficulty breathing during her first hemodialysis treatment with the device on (B)(6) 2024. Treatment was terminated, the patient also complained of abdominal pain and itchiness on legs and experienced three instances of loose stool. Additional information was received on 15 jul 2024 from a health professional stating symptoms resolved following the administration of oxygen and intravenous diphenhydramine 25mg (benadryl). The patient recovered without sequelae and continues to treat with a dialyzer from a different manufacturer.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.